Manufacturer narrative:
The product sample was returned to manufacturer for evaluation. Visual inspection of the returned product (preload delivery system) revealed viscoelastic residue in the cartridge body, tip and loading zone. There was no manufacturing assembly error identified in the preload device. Cartridge was observed in the correct position (fully engaged into lower body of the pcb00v device). Stress marks were visible at the cartridge neck and tip. The lens was not received since it was implanted. The plunger pushrod assembly was able to advance to the cartridge neck. The pushrod was stuck and the plunger was broken. The reported device problem code of preloaded plunger did not lock was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances reports (ncr) with respect to the manufacturing process. Manufacturing process control was evaluated and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). (B)(4). Screw function (of plunger) did not work. This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). The intraocular lens remains implanted; therefore, the returned item relates to the delivery system of the preloaded lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the pcb00v, intraocular lens (iol), the screw function of the lens delivery system did not work. The doctor pushed the plunger carefully and the lens was implanted into the patient's eye. No patient injury was reported. No further information was provided.